Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell in april (unrelated to the device) and broke their ankle in 2 places and had surgery on it. They stated after this, they noticed the stimulation was not hitting the parts in their leg where it was supposed to be. The patient was redirected to a healthcare professional (hcp) to discuss symptoms and request reprogramming. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.